Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strip had a poor storage.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 115 to 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking medication to manage diabetes. The customer have not had any recent changes in diet, medication, or exercise. On (B)(6) 2016 at 07:00am, a blood test was performed by the customer fasting and produced test results of 185 mg/dl. The previous day, on (B)(6) 2016 at 07:00am, a blood test was performed by the customer fasting and produced test results of 41 mg/dl. The product is stored in an inappropriate environment (kitchen). The test strip lot manufacturer's expiration date is 07/31/2017 and open vial date is month of (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(4). Adverse event not reported.